Event description:
Consumer stated "I received my new brush head but unfortunately the bristles are falling out while I'm brushing my teeth. I think I've swallowed a few and have had a hard time spitting the rest out."